Manufacturer narrative:
(B)(4). The reported device has been received, an evaluation is in progress.

Event description:
It was reported that during an unspecified procedure using a micropuncture transitionless stiffened cannula access set, that there was no thread when you screw the inner dilator to the outer, it was noted to separate without any force when pulling. On (B)(6) 2017, additional information was received that stated that this happened outside of the patient. It was reported that in three separate instances, the inner and outer sheath connection was tested by slightly pulling on it. During the pull, the two coaxial sheaths separated and it was determined to be no thread at all. In all instances, the unintended section of the device did not remain inside the patient's body. The patient did not experience any adverse events or require any additional procedures due to the occurrence.

Manufacturer narrative:
A review of the quality control and visual inspection / functional testing of the returned device was conducted during the investigation. One micropuncture transitionless stiffened cannula access set was returned for investigation. The sheath and dilator were able to be connected and separated without resistance. Once the sheath and dilator were locked together, they were able to be separated without unlocking with little force. No damage is noted to the device. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.